Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Revision notes noted that the patient was revised due to dislocation which occured while turning in bed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Dob - unknown date in (B)(6) 1962.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Patient identifier: (B)(6). (B)(4). Concomitant medical products: part: unk, unk head, lot: unk; part: 110024465, g7 dual mobility liner 46mm g, lot: 143090; part: unk, unk stem, lot: unk; part: ep-200152, act artic e1 hip brg 28x46mm, lot: 726800; part: 010000666, g7 pps ltd acet shell 58g, lot: 6320695. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: head: 0001822565-2019-02464, liner: 0001825034-2019-02566.

Event description:
It was reported that a patient was revised and subsequently was revised again approximately 2 weeks later due to dislocation. The stem, liner and head were revised during this surgery. Attempts have been made and no further information has been provided.